Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented for a follow up in clinic. It was noted during an auto capture test and interrogation of the device that an error message was displayed. The session was ended and re-interrogation ensued but a report indicating a parameter conflict was noted which resulted in the device returning to nominal settings. The setting parameters were re-programmed. There were no issues with interrogation. There were no patient consequences.